Manufacturer narrative:
It was reported that:"I have confirmed with the clinic manager that the screen is not showing all the numbers. For example, if it is showing the number 3 it is only showing partial of the number and not the full number." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that: "I have confirmed with the clinic manager that the screen is not showing all the numbers. For example if it is showing the number 3 it is only showing partial of the number and not the full number."